Event description:
The following has been reported:biomed reported: unresponsive and ghost touch screen. Patient harm: no.a preliminary review of the logs identified the following issue:random touches registered.an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.additional information is needed to complete the investigation.